Event description:
It was reported that the six pc units had failed first battery conditioning in less than a year of deployment. There was no patient involvement. The customer later provided additional clarification on 23jan2026 they learn that service bulletin 592a does not apply to their pumps, as we are using software version 12.they indicated pumps are passing the battery conditioning, as they are not throwing any error messages following the conditioning cycle.

Manufacturer narrative:
Correction: describe event or problem. Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had failed battery conditioning test was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the six pc units had failed first battery conditioning in less than a year of deployment. There was no patient involvement.